Event description:
Customer admitted to hosp for high blood glucose. Troubleshooting performed. Pump appeared to be programmed properly. The lead scre test was completed and passed. Instructed customer to call back to perform the high pressure test whent the clamp arrives.